Event description:
On 10/31/2023, infutronix received a report that this pump has had a system error, which could cause delay in treatment. Device was returned for evaluation.

Manufacturer narrative:
The return product was evaluated. The event log was performed. The reported system error was confirmed.